Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer could not recall any notable events prior to the alarm. Cartridge was changed and no further alarms were received. Insulin delivery was resumed. Blood glucose was 235 mg/dl. Customer has since changed from wearing the pump under an undergarment to a separate pouch.